Event description:
It is reported that the surgeon drove the kirschner wire with cannulated drill bit and sheared off the k-wire. The part of the k-wire was removed and other part of the k-wire was left inside the patient. There is no complaint against the drill bit. The surgery was completed successfully with 2 minutes of delay. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code hty. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.